Event description:
It was reported that when puncturing the femoral vein with the fast-cath sheath, bleeding was noted from the valve site. An 8f sheath was used to complete the procedure. There were no consequences to the pt.

Manufacturer narrative:
Leak testing of the returned introducer confirmed a leak caused by a tear in the manufactured slit at both ends of the slit. The tears in the valve/seal were consistent with the insertion of an object having a larger output diameter than that of the dilator. Review of the device history records confirmed this lot met manufacturing requirements prior to shipment. Date report submitted to FDA by manufacturer: 12/30/2010. Date the initial reporter provided the info to the manufacturer: (B)(6) 2010.